Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer, with supplemental information from the nurse, in the USA. This report is of peritonitis in a patient coincident with dianeal 2.5% ambuflex therapy. During a call with baxter customer services, the following was reported. On an unreported date, the patient ate some food in the cafe at school. On (B)(6) 2012, the patient experienced peritonitis and was hospitalized on the same day. The consumer reported that the cause of the peritonitis was eating some food in the school cafe. The nurse stated that the cause of peritonitis was unknown. The patient was treated with ancef 2 gram intraperitoneally (ip) dates unknown. Pd therapy was ongoing. On (B)(6) 2012, the patient was discharged from the hospital. The patient recovered. The event of peritonitis was unrelated to baxter products.

Manufacturer narrative:
(B)(4). The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 3 involved in this event. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot.